Event description:
The customer obtained imprecise phyt results from a patient sample using vitros phyt slides on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The biased results were not reported and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer had also experienced imprecision on their biorad level 3 control fluid. Biorad levels 1 and 2 had been acceptable. The investigation found no evidence to suggest the vitros 250 malfunctioned. The sample repeated acceptably twice on the customer's vitros 5,1 fs chemistry system after the original biased results were obtained on the vitros 250. The root cause of the imprecise phyt results is unknown, however, the phyt slides cannot be ruled out.